Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the transmitter died. Additional event or patient information is not available. No product or data was provided for evaluation. The reported event of dead transmitter was not confirmed. A root cause could not be determined.